Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately low readings. The medical affairs specialist (mas) reviewed the recorded telephone call and was able to classify the case based on the original information provided. The day before, at 6:00 am, the patient obtained the blood glucose readings of 75 mg/dl and 96 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of lightheadedness and dizziness. The patient took no action following these readings, but did contact her physician to schedule an appointment. At 8:00 am during the physician office visit, the patient's fasting blood glucose level was tested to be 'greater than 300 mg/dl.' The patient was treated with an insulin injection. The patient tests her blood glucose level four times per day. The patient takes the injectable diabetes medication byetta (exenatide). The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct. No quality control testing was performed during the call, as the patient's control solution was expired. The meter, test strips and control solution were replaced. While the patient experienced symptoms suggestive of hyperglycemia, she alleges she obtained low blood glucose readings on the reported meter. The patient received medical attention from the healthcare professional, and was treated with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.